Event description:
It was reported that during the insertion procedure, the catheter separated at the hub. A radial atherectomy was performed to remove the retained catheter portion. There were no pt complications.